Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation. Implant could be removed painlessly by changing the healing cap -- gingiva former. Possibly not healed long enough. Instead of just loosening the healing cap, the implant turned and could be lifted out with minimal pull.